Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly and could not be powered on. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ac power indicator light on the trolley was not lit, indicating a faulty power cord. Part was replaced, product passed all functional and safety tests per manufacturer specifications.